Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5070607. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-50, serial: (B)(4), batch: 5074946. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5008729. Product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 5075060.

Event description:
It was reported that the patient experienced discomfort at the ipg site and that four leads had moved slightly resulting in inadequate stimulation. Xrays revealed that the leads had migrated. The patient underwent a revision procedure to reposition the ipg and leads. The patient is doing well post operatively.